Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, the reported difficult or delayed positioning in the anatomy appears to be related to patient conditions (suboptimal transseptal puncture and not enough height above the mitral valve) and procedural conditions (imaging challenges). The reported image resolution poor is related to procedural conditions and due to difficulties with imaging. The reported unintended movement associated with cowl per the physician was due to the patient anatomy (thick leaflets). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a long and thick anterior leaflet, small atrium and suboptimal transseptal puncture. It was noted that the transseptal puncture was difficult due to difficulty with imaging. A decision was made to proceed with the mitraclip procedure. A mitraclip xtw was inserted, and after applying the m knob, the clip was already in the ventricle due to not enough height above the mitral valve, which led to suboptimal grasping. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip opened from 20 degrees to roughly 30 degrees. The clip was noted to be stable on the leaflets. It was noted that in the physician¿s opinion the clip was not completely closed due to the thick anterior leaflet. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.